Event description:
The following information was reported: during pullback, the balloon popped due to presence of calcium. They removed the device and converted to manual pressure for 20 minutes. The patient was not hospitalized. Date of occurrence: approximately 2 weeks from (B)(6) 2015.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided by the user facility, the root cause of the balloon loss of pressure could have been the presence of calcium. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. (B)(4).